Event description:
It was reported that while the ge healthcare field service engineer was replacing a high voltage transformer cable of a legacy system, the employee's finger was caught between the x-ray tube and the top base of the table. As a result, the field service engineer's distal left middle finger was amputated roughly one third the way down the fingernail.

Manufacturer narrative:
Ge healthcare's field engineer name was not provided. Ge healthcare's field engineer information was not provided. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.